Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate test during testing (low). The user had used room temperature distilled water and programmed the device do deliver 20ml at a rate of 200ml/hour. It was noted that the device was at head height and the bag was 24.5 inches from the center of the pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information b3, d2a, h10/h11. H10/h11: the device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported failed flow rate test which was reproduced through troubleshooting the device. A review of the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The reported condition was verified. The cause was determined to be an out of adjustment pressure plate travel which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported failed flow rate test which was reproduced through troubleshooting the device. A review of the event history log identified failed flow rate test low. The cause was determined to be failed pressure plate travel which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.